Event description:
A customer contacted beckman coulter inc., (bec) and reported there was a blood spill in the needle area of the coulter lh 780 hematology analyzer. The customer was wearing the appropriate personal protective equipment (ppe) consisting of a lab coat and gloves. The customer did not come in contact with the fluid. Medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. No one was splashed or sprayed. There was no death, injury or change to patient treatment attributed or associated to this complaint, nor was there impact to patient results as a result of this event.

Manufacturer narrative:
Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. A field service engineer (fse) was dispatched for this event. The fse observed that the I-beam tubing for the needle drain through pinch valve (vl) was pinched due to wear and tear. The affected tubing line carries blood and diluent. The fse replaced the tubing and there was no further evidence of leaking. Repairs were verified as per established procedures. Results meet published performance specifications. Root cause for the leak was the wear and tear of a pinched tubing.